Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0069442, medical device expiration date: 2023-02-28, device manufacture date: 2020-03-09, medical device lot #: 0099588, medical device expiration date: 2023-03-31, device manufacture date: 2020-04-08. (B)(4). Investigation summary: two samples were received and evaluated. One per each of the two lots reported. They came with no packaging flow wrap and no saline solution. One has the tip cap, and the other doesn¿t have it, and it is connected to a three vials connector. Both have been used. The one with the tip cap has the luer tip broken off, missing. To the other sample, no defects or issues were observed during the visual inspection. The concern about the packaging flow wrap was forwarded to the posiflush platform for their evaluation. Based on the sample received with the luer damaged, the unit was exposed to over-torque. The inspections performed while producing this lot were all accepted. Based on the investigation carried out and with no sample for analysis, the symptom reported by the customer can¿t be confirmed. We will continue monitoring the complaint trend for this lot. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor the associated assembly batches. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: this is the 1st complaint for lot #s 0069442 and 0099588 for this type of defect or symptom.: there was no documentation for this type of defect during the entire production run of these batch #s. Based on the investigation carried out and with no sample for analysis the symptom reported by the customer can¿t be confirmed. No additional actions will be taken other than monitoring the complaint trend for this lot. The lot 0099588 was produced for 1.38 mm units; therefore, the cpm is 0.72. The lot 0069442 was produced for 1,6 mm units; therefore, the cpm is 0.62. Root cause description: based on the sample received with the luer damaged the unit was exposed to over torque. The inspections performed while producing this lot were all accepted. Rationale: CAPA not required at this time. A review of the applicable fmea/eura (peura(B)(4) indicates that the potential risk of the reported event was assessed appropriately in the risk management documentation.

Event description:
It was reported that an unspecified number of 10 ml bd posiflush¿ normal saline syringes experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: material no. 306546, batch no. 0069442 & 0099588. Event description: saline flush the inside tip brakes off when taking off the white screw. Lot 0069442 & 0099588. The wrapper of the flush syringes is similar to cellophane. It breaks apart very easily. Frequently small pieces are found later after use of the flush. These small pieces are difficult to see since the wrapper is clear in color. My concern is that these pieces of the wrapper are hazardous and can cover an airway of a child if aspirated. As most people are aware, children put things in their mouths all the time. The wrappers are light and can be easily inhaled. I have found pieces on patients and in multiple patient area rooms. The flushes themselves are without concerns.